Event description:
Customer reported that a pump declared an altitude alarm. Blood glucose level at the time was unknown, but it remained between 54-500 mg/dl, indicating no adverse impact. Customer had experienced similar issues previously and had been following preventive measures. Customer continued to use the pump for insulin therapy.